Event description:
An optometrist reported a case of bilateral transient light sensitivity syndrome, observed on the right eye greater than the left eye at two months post lasik treatment. Reporter indicated the "patient came in with complaint of photophobia, clinical findings showed mild surface dryness", patient's topical steroid eye drop dosage was increased. Upon additional follow up, reporter indicated the patient issue was resolved. There are two related reports for this patient. This report addresses the left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).